Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed out the supplies on the pump and the occlusions were resolved. The customer's blood glucose level was not impacted.